Event description:
The letter from thompsons solicitors reports that they act on behalf of a female (B)(6) old patient who underwent a left hip replacement at (B)(6) hospital on the (B)(6) 2002. The letter further reports that the patient developed pain in her left hip approximately one month after the operation and still suffers from the pain now which has resulted in poor mobility. The letter encloses the product labels used during the operation and shows the implants as an abg ii cup and insert, an abg ii stem and a v40 femoral head. The letter does not disclose if the patient has undergone any further treatment since the primary operation.

Manufacturer narrative:
An event regarding pain involving an abg stem was reported. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The exact cause of the reported pain could not be determined as there was insufficient information provided.

Event description:
The letter from thompsons solicitors reports that they act on behalf of a female (B)(6) patient who underwent a left hip replacement at (B)(6) 2002. The letter further reports that the patient developed pain in her left hip approximately one month after the operation and still suffers from the pain now which has resulted in poor mobility. The letter encloses the product labels used during the operation and shows the implants as an abg ii cup and insert, an abg ii stem and a v40 femoral head. The letter does not disclose if the patient has undergone any further treatment since the primary operation.

Manufacturer narrative:
Additional devices listed in this report: cat # 6260-5-228, lot # 7537017, description: 28mm +4 v40 taper vit head; cat # 4845-2-854, lot # gz594958, description: abgii hooded ins.54/28; cat # 4840-2054, lot # gz623907, description: abg ii cup no hole 054. Based on the limited information provided, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by a foreign solicitor regarding a legal matter. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.